Event description:
It was reported that during an esophageal dilation procedure the cre wire guided balloon "broke" inside the patient. It was further reported that the balloon was never inflated and upon removal, the balloon appeared to have a small hole. There were no pieces of the balloon left in the patient. The procedure was completed with another of the same device with no patient complications. The patient was reported to be fine.